Event description:
It was reported that during the implant procedure, the physician attached the rotation device to extend the helix, the end broke and the helix could not be extended or retracted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. No anomalies were found. The lead was stretched and the connector pin was bent. The pin was straightened and the helix extended and retracted within specifications.